Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a fractured integrated patient cable. The mpu was sent back to abbott for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a fracture on the patient cable was not confirmed. The returned mpu (serial number: (B)(6) ) was evaluated at the service depot and the unit functioned as intended during analysis. The returned mpu was connected to a mock circulatory loop and operated without any issues observed or alarms active. The mpu was functionally tested and the unit passed without any issues. The patient cable was replaced and the mpu was returned to the customer. The replaced patient cable was then forwarded to product performance engineering (ppe) for further testing and the patient cable functioned as intended during analysis. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings of: damaged threads on the black power cable connector. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 22dec2020. Heartmate 3 instructions for use (IFU), entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, entitled ¿caring for equipment¿, describes how to properly care for and clean all the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.